Event description:
It was reported that the ilet displayed an unresponsive touchscreen that prevented the user from pressing on-screen buttons to operate the device, and the user also experienced intermittent cgm signal loss; the user reported no visible damage and denied dropping the device. Symptoms included loss of glucose data visibility due to sensor signal interruption without reported adverse clinical effects. Outcomes included interruption of automated insulin delivery and transition to backup therapy. Investigation included technical troubleshooting by customer care and attempts to restart the device without resolving the touchscreen unresponsiveness. Investigation of this case revealed persistent touchscreen nonresponsiveness in specific areas and continued cgm communication interruptions during use. It was concluded that the device exhibited a hardware display or touch interface malfunction with associated cgm connectivity issues, and a replacement device was provided while the user remained on backup therapy.